Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they were having issues with the infusion set. The infusion set was not working because it was clogged. The customer was experiencing possible high blood glucose levels of over 400 mg/dl at the time of the incident. Customer treated with a manual injection and an infusion set change. The insulin pump was not returning for analysis.